Event description:
On (B)(6) 2017, the reporter (pharmacist) contacted lifescan (B)(4), alleging inaccurate high results on the lifescan meter compared to a laboratory device.. No results were provided by the reporter but he alleged the variation was greater than 20%. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.